Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025 around noon, the patient said that she got a reading of 71 mg/dl and increasing on her mobile app and receiver. She was not feeling any symptoms and did no fingerstick. She was given two glucose tablets by her husband. The readings were said to be increasing. She then stepped out of the truck and once out, she passed out. Her husband gave her another 4 glucose tablets despite the increasing cgm readings. Her husband then called for an ambulance. When the ambulance arrived, the patient seemed to be regaining consciousness. They took a fingerstick reading which showed a bg reading of 101 mg/dl. The patient does not recall what the cgm reading was. No medications or treatment was given but the patient was taken to the hospital. About 20 minutes upon arriving at the hospital, they took a fingerstick, however the patient and husband could not recall what the reading was. This is the same for the cgm reading. The patient felt no symptoms then and no medicine or treatment was given to the patient. The hospital staff did take a fingerstick prior to discharge of the patient which said her bg reading was 185 mg/dl and cgm reading was 232 mg/dl. The patient left the hospital at about 6:00 to 7:00 pm. She felt groggy but was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.